Manufacturer narrative:
Pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery alarm or motor error alarm noted. Unit had minor scratched lcd window and cracked display window corner. (B)(4).

Event description:
It was reported the customer received a motor error alarm during a prime. Customer also reported receiving a no delivery alarm during a manual prime. Troubleshooting found insulin was able to exit from the tubing with a push plunger. It was also found the customer was able to rewind their insulin pump. Customer's blood glucose was 144 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.